Event description:
The pt received a total hip replacement including a ceramic femoral head in 2002. The head component fractured and was revised with a head and cup component from another MFR in 2002.